Event description:
Customer called on (B)(4) 2011 reporting that the wash well of an immage 800 immunochemistry system was overflowing due to low vacuum errors. Customer noted that before obtaining low vacuum errors, qc was within established ranges and no erroneous results were generated. Field service engineer (fse) was dispatched on (B)(4) 2011 and rebuilt the vacuum pump and replaced the filters for the vacuum system.

Manufacturer narrative:
(B)(4).